Event description:
It was reported that the cordless driver has stick trigger and it fails to shut off sometimes. The event was found during the set up prior to a procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device had run on as the trigger magnet had detached and deformed the trigger. This condition allows the device to run without activation when the battery is installed. The affected trigger assembly was replaced. The driver passed all final inspection activities and returned to the account.